Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure in 2008 and mesh was implanted. It was reported that the patient experienced back, abdominal, groin, and pelvic pain and urinary tract infections. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/5/2021. Additional b5 narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that following the procedure, the patient experienced discomfort in her groin right thigh, hip and pelvic area, urinary urgency, and sui.